Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic assembly. We were unable to perform the self -test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display. Also, it was received with moisture damage on the motor and force sensor. No moisture damage was found on the keypad assembly. The insulin pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had beep anomaly. Customer was assisted with beep anomaly troubleshooting. Customer's blood glucose was 186mg/dl at the time of the incident. Customer stated that the buttons were neither pressed nor accidentally pressed. The customer removed the battery and the insulin pump vibrated and had a blank display. Troubleshooting for blank display was performed. The customer was advised to remove battery for two hours and re-insert new battery but the display did not return. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump was returned for analysis.